Event description:
Account alleged that there was an incident at their facility. Account alleged that a nurse was helping a patient out of bed, and the bed collapsed injuring the nurse.

Manufacturer narrative:
Account found a broken weld on the head end right lift arm, account replaced the lift arm to resolve the issue. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.